Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had a volumetric accuracy issue. The following information was provided by the initial reporter: "after drawing up 2ml of drug, the plunger is not in an even distribution of the dye. The dye appears to be fine, but actual plunger doesn¿t. What is meant by " the actual plunger doesn't" appear to be fine? The plunger is not directly in line with the printed volume graduations on the syringe. The graduations appear to be printed straight, but the rubber plunger is at the angle (tilted angle)) once the volume is drawn up, meaning that its difficult to determine the exact volume in the syringe was a replacement required to complete treatment? Yes.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had a volumetric accuracy issue. The following information was provided by the initial reporter: "after drawing up 2ml of drug, the plunger is not in an even distribution of the dye. The dye appears to be fine, but actual plunger doesn¿t. What is meant by " the actual plunger doesn't" appear to be fine? The plunger is not directly in line with the printed volume graduations on the syringe. The graduations appear to be printed straight, but the rubber plunger is at the angle (tilted angle)) once the volume is drawn up, meaning that its difficult to determine the exact volume in the syringe was a replacement required to complete treatment? Yes.

Manufacturer narrative:
Since no samples were returned for the syringe 3ml ll euro 200 s/c, product code #309658, lot #2258669, with the reported issue of "volumetric accuracy", we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.